Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest was not allowing the patient's breathing tube holes to heal. A nurse advised the patient to leave the lifevest off during the day and wear it at night. Follow-up indicated that the skin could "breath" and the area was improving.